Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 13-nov-2019 and inspection of the unit was performed on 15-nov-2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, primary operation channel resistance, distal cap/ case cracked, bending rubbersevere discoloration, forward body trim collar attaching nut worn/ loose thread, excess silicone at pve connector housing, core missing, pve connector frame non-pentax workmanship techniques, passed dry leak test, prism cracked, umbilical cable non-pentax material, umbilical cable severe crush, passed wet leak test, middle lcb distal cover glass glue is missing, light carrying bundle bundle has less than 70% transmission, elevator body sticking, hole in # 4 remote control button cover, suction tube twisted/kink, rubber trim collar mild cut, insertion tube mild crush at stage 1, # 2 remote control button cover cracked, light carrying bundle distal cover glass middle scratched, right/ left brake knob retaining nut cover missing, image mild spot, distal cap - fixed type distal tip upgrade, lcb silicone cover severe cut in pve connector. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscop's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, light guide fiber bundle (lcb), objective prism assy, operation channel, adjusting collar, angle wire, bending rubber, distal case attaching screw, fwd body trim cover, attaching nut, rubber trim collar, rl lock knob retaining nut cover, rl pulley assy, ud pulley assy, remote control button, air/water supply tube lg, suction channel lg, light guide cable, deflector body link, distal case/cap, o-ring(0.5x1.3), light guide column, lg-column/side-cover holding screw, side cover retaining, side body cover, insertion flexible tube, channel retaining coil, a/w supply tube retaining collar, o-ring special for lg housing, o-ring(2x18.2), fwd body trim cover attaching nut, o-ring (1.5x12.5), rl lock base unit, bracket cover, core (2).